Event description:
It was reported the patient experienced intermittent stimulation and a surging sensation for several weeks. The pt also was receiving the "call you doctor" icon on the pt programmer. No further outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.